Manufacturer narrative:
Follow up #1 additional information obtained from lfs's (B)(4) colleagues: 11/03/2015: "on (B)(6) 2015, the reporter contacted lifescan (lfs) (B)(4) alleging that a onetouch verio pro plus meter (serial no.: (B)(4)) misclassified a blood sample for control solution. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during follow up correspondence with lfs¿s (B)(4) contacts. The reporter did not state when the alleged product issue occurred and did not state what medication, if any, the patient takes to manage their diabetes. The reporter did state that the patient was already in a ¿dialysis treatment center¿ at the time the alleged product issue occurred. A healthcare professional (hcp), working in the center, measured the patient¿s blood glucose after the patient had been complaining of ¿chest pain¿ and obtained a result which was flagged as a ¿low¿ control solution result. The hcp mistook this reading as a ¿low¿ blood glucose result, so in response to this gave the patient IV glucose (¿50%, 40cc¿). 30 minutes after this the patient¿s blood glucose was measured as ¿325mg/dl¿ on the subject meter, and the patient was observed to be ¿getting better¿. No further symptoms or hcp treatment were noted at this time. When the patient was released from the center they were diagnosed with ¿chronic renal failure¿ and ¿thrombocytopenia¿, and were prescribed with the following medication: ¿glyceol (200ml) and carnitine (1000mg/5ml)¿. At the time of troubleshooting, the customer service representative was unable to resolve the issue, although they noted that the hcp was following the correct testing steps. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The hcp administered IV glucose in error and in addition, the patient did not develop any symptoms of serious injury as a result of the alleged product issue. However, this complaint is being reported as a product malfunction because the alleged product issue remained unresolved at the time of troubleshooting."

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.